Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending artery. A 2.25x32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the stent was pushed, the edge got flared. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.